Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line tubing was purple in color. Reportedly, the cartridge was in use between 1 to 2 weeks. The customer's blood glucose (bg) level ranged from 135 mg/dl to 265 mg/dl. The bg level was addressed with a manual injection. During troubleshooting with tandem's technical support, fill tubing was performed and the customer confirmed that the insulin was clear coming out of the tubing. Reportedly, the customer changed the cartridge to address the event.